Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding an 8591-60 passer. The event occurred during simulated use pre-clinical study conducted at medtronic prl with a cadaver donor using the model 8591 catheter passer. The intent was to gather simulated use data with representative physician users to support upcoming submissions to expand the product indication to include spinal cord stimulation (scs). Currently the model 8591 catheter passer was indicated to support targeted drug delivery (tdd) systems. Model 8591 catheter passer was being used to tunnel. The physician had used the tunneling tool to create a tunneling path, and when removing the obturator from the tunneling tool, the obturator tab broke off of the obturator. The remaining activities for the simulated use study session were completed without any other issues.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified the obturator was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.